Event description:
Infusion pump running inadequately delivering IV medication too slowly. Pump taken out of svc and brought to bio med for evaluation. There was no direct injury to the pt other than receiving thrombolytic drug too slowly.